Manufacturer narrative:
H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the iliac vein, the proximal portion of the stent allegedly did not fully release. It was further reported that the physician rotated the handle in an attempt to free the stent from the delivery catheter. Furthermore, a portion of the stent became unstuck with this method but one small part still remained attached and it was finally released. There was no reported patient injury.

Manufacturer narrative:
H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. The stent brake of the inner catheter which is under the stent was found with imprints and superficial damage on its surface; this is considered an indication that the stent adhered to the stent brake immediately after deployment. A twisting deformation of the inner catheter directly distal to the stent pusher confirms rotation of the grip as reported. Therefore, the condition of the returned delivery system confirms an expansion issue. Based on the information available the investigation is closed with confirmed result for stent expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instruction for use was found to address potential worst case complications and adverse events potentially related to expansion issue such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, stent fracture, and malposition. H10: d4 (expiration date: 08/2024) , g3, h6 (device) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a stent placement procedure in the iliac vein, the proximal portion of the stent allegedly did not fully release. It was further reported that the physician rotated the handle in an attempt to free the stent from the delivery catheter. Furthermore, a portion of the stent became unstuck with this method but one small part still remained attached and it was finally released. There was no reported patient injury.